Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of incident and current blood glucose was 460mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with drinking water and bolus by pump. Customer will be returned device for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was programmed with multiple boluses and all registered properly in the bolus history and matched properly with the units left on the status screen noted. No bolus history anomaly noted. Device had cracked reservoir tube lip and minor scratched display window.